Manufacturer narrative:
The reported field event of a non-functional patient vibratory notifier was confirmed, however, the device was observed to be normal through analysis. A software investigation revealed the patient notifier functioned as designed. The device was at the elective replacement indicator (eri) level when received. A longevity calculation was performed based on the programmed settings and usage data. The calculation revealed the battery depletion was normal. Additionally, telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench and no anomaly was revealed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device's patient vibratory notifier was not functional. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was explanted and replaced as it was at normal elective replacement (eri) voltage level. The patient was in stable condition following the procedure.